Event description:
It was reported that the surgeon was having problems with the cc4204a collamer single piece lens tearing during insertion and this lens split in half. There was no patient injury. A staar representative performed an in-service at the facility and discovered the surgery tech was not using any bss while loading the injection system. The reporter stated the addition of this step had resolved the issue and therefore, they concluded the problem was due to a loading error.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Evaluation, results: visual inspection of the returned product showed half the lens was missing, the injector plunger was stuck inside the nanopoint cartridge, and there was evidence of a clear surgical residue. (B)(4).